Event description:
The facility reported a pump with failure code 403. This problem was identified during bio-med testing. There was no patient injury or medical intervention reported according to the hospital representative. No additional information was available.

Manufacturer narrative:
Evaluation summary: the condition of failure code 403 was confirmed as failure code 403:317:864:0000 in the pump's event history file during product evaluation. This failure code was caused be a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced.